Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 380 mg/dl. Customer went to the hospital on (B)(6) 2018 due to diabetic ketoacidosis, nausea, fruity breath, dry mouth and frequent urination. Customer advised they lost their insulin pump and was unable to troubleshoot the device. Customer was advised a replacement insulin pump would be sent out.